Event description:
It was reported that the right atrial lead impedance was high and the capture threshold was elevated. The patient was noted to have had a left ventricular assist device implanted and it was thought that the atrial lead fractured during this procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.